Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope. Upon review it was found there was oversensing of noise on the right ventricular (rv) channel which resulted in pacing inhibition with asystole of three seconds and another one and a half seconds in the same episode. The patient is noted to be pacemaker dependent, however the noise episode and the syncope episode did not correlate. The field representative was able to reproduce the noise with left hand to right shoulder but it did not inhibit pacing at that time. The rv sensing was reprogrammed. No additional adverse patient effects were reported.